Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A refractive surgery specialist reported that after intraocular lens (iol) implantation, the patient experienced blurred vision in the distance, as if looking through a frosted glass or film. The patient also saw halos at dusk. A yttrium-aluminum-garnet (yag) capsulotomy was performed on (B)(6) 2024 in her eye. The reporter reported that unfortunately, they did not ask whether the halos also occurred monocularly, but they will discuss this with the patient in further follow-ups. Tear substitutes were discussed in detail with the patient directly at the 2nd check-up visit. According to the additional information received, the doctor assume that sicca, due to conjunctival infection, tyndall, mild corneal guttata and capsular folds might be the cause of patient's events. Patient was given medicated eye drops. Despite yag surgery and tear replacement therapy, there was only slight improvement. The patient's current condition is good and is currently satisfied or can live with current condition. Explanation is not planned yet.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the patient had pre-existing ocular condition: sicca, due to conjunctival injection. The patient was diagnose with capsular folds, fluctuating visual acuity, and anterior chamber irritation. The hcp indicated that their assumption was that the issues were cause by: sicca, as conjunctival injection, tyndall, mild c.guttata, capsular folds. Hcp informed that tear substitutes were discussed in detail with the patient directly at the 2nd check-up visit. The prognosis was indicated to be good. Patient is currently satisfied/can live with current condition. The manufacturer internal reference number is: (B)(4).